Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that two days post implant "I had to go to the hospital because the leads had inflamed the heart lining. They treated it with a prescription that's actually for gout". It was further reported that possible scar tissue had formed when the leads were placed. The pacing leads remain in use. No further patient complications have been reported as a result of this event.